Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Additional patient information received. (B)(6). Patient's diagnosis is osteosarcoma of the distal end of the femur. Concomitant medications: sequential therapy of large quantities in ifo combination group (b group), utilizing jcog0905 os-map+if-p3 protocol.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but the exact cause is unknown. One 4 fr s/l groshong nxt PICC was returned for investigation. The reported event apparently occurred during use since the returned PICC exhibited evidence of use. The two-piece nxt connector had been assembled and secured to the 4 fr tubing. The catheter extended 36.7 cm from the distal end of the strain relief oversleeve. Tape residue was observed along a 2.5 cm segment of tubing just distal to the strain relief oversleeve. There was a break in the catheter between the 12 and 13 cm depth marks and the distal segment of the catheter was not returned for investigation. The printing on the extension leg was partially worn. Residue was observed on the assembled two-piece connector assembly. A non-bas extension set was received with the groshong PICC. A tactual investigation revealed no significant elastic weakness in the 4 fr s/l tubing. The break could be associated with excessive force used on the PICC; however, other factors could be involved with the catheter break. The break could be associated with removal, over-pressurization, or fatigue during use. The cause of the complaint is undetermined. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that catheter disruption occurred in subclavian vessel. The facility sometimes used 5 cc syringe filled with urokinase. The distal fragment was removed percutaneously.